Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault was recorded. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited codes 1001, 1002, and 1003 prior to being implanted. Due to the codes, the device was never used or attempted. No patient was involved.